Event description:
No additional information.

Manufacturer narrative:
Device evaluation: fifty-four loose samples and six photos were provided to our quality team for investigation. A visual inspection was performed. Through visual inspection, it was observed that twenty-five samples have a distorted stopper, fifteen samples have a scuff on the barrel in the print area causing missing print, six sample have a scuff on the barrel outside the print area, five sample have multiple ink dots, two sample have no print at all with one of them having damage on the barrel flange and, last sample have damaged barrel flange. All images show a loose syringe with two of the images show a distorted stopper condition on the syringe, two images showing a scrape on the barrel with one in the print area causing missing print on one graduation line, one outside the print area. One image shows a loose syringe with no print on the barrel, and one image shows a damage to the flange area of the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged and stopper distorted defect is associated with the assembly process. Potential root cause for the scale marking missing is associated with the marker and assembly process. Quality alert will be issued to the plant to address these issues.

Event description:
Material #: 301028, batch#: 3244916. It was reported that the bd syringe 5ml s/t bns stopper was defective/damaged. The following information was provided by the initial reporter: during the manufacturing of finished product cs-04400, lot 14f24e016, it was found that part number k-05600-025a, (supplier part number 301028), lot 3244916 with deformed rubber piston. See the images below. All the material available in the warehouse was contained to be sorted. From (B)(4). Were found non-conforming, see in the table below quantities and defects. An RMA is not needed only a final report is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.